Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet leaked between the spike and the bag indicating a faulty spike. The issue was identified during compounding with electrolyte solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using sterile water and no leak was observed of the inlet spiked properly on a baxter 2000 ml test bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.